Manufacturer narrative:
Insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind test or verify low reservoir and failed battery alarm due to motor error alarms. (B)(4).

Event description:
It was reported that the insulin pump had low reservoir alert. Customer's blood glucose level was unknown. Customer was able to clear the alarm. Customer was advised to perform displacement test and it was passed. The device will be returned for analysis.